Manufacturer narrative:
One device was returned for analysis of complaint that the downstream occlusion (dso) was not alarming and motor was weak. No relevant 12 month service history was found. Review of event log found no relevant information. Visual and functional testing was performed. Found dso sensor defective and camshaft defective. Replaced dso sensor and camshaft. The printed wiring assembly (pwa) was also found to be defective. The pwa was replaced. Device passed all testing criteria post repair.

Manufacturer narrative:
B3: 2025 was the reported year of the event, but the month and day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's downstream occlusion (dso) was not alarming and the motor was weak. There was no patient involvement.